Manufacturer narrative:
The following fields were updated: h6. Investigation summary: this complaint is for misidentification when using phoenix panel nmic/ID-307 (449289) batch number 3038343. The customer provided phoenix generated lab reports, panels and isolates for the investigation. The ten returned isolates were labeled ud-1 through ud-10, then tested using bruker maldi and identified as e. Coli (ud-1 through ud-8), p. Mirabilis (ud-9) and e. Asburiae (ud-10). To investigate, one customer returned panel each from complaint batch 3038343 was tested using customer returned isolates e. Coli ud-1 through ud-8 on a phoenix m50 machine and evaluated for identification results. Next, one customer returned panel from complaint batch 3038343 was tested using customer returned isolate p. Mirabilis ud-9 on a phoenix m50 machine and evaluated for identification results. Last, one retention panel and one customer returned panel from complaint batch 3038343 was tested using customer returned isolate e. Asburiae ud-10 on a phoenix m50 machine and evaluated for identification results. For a total of eleven panels tested. The panels inoculated with customer returned isolates e. Coli ud-1 through ud-8 and p. Mirabilis ud-9 returned the correct identification results. The panels inoculated with customer returned isolate e. Asburiae ud-10 was identified as kluyvera ascorbata, therefore this complaint is confirmed for misidentification. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed two additional complaints on the complaint batch, related to this defect but unconfirmed. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.

Event description:
It was reported that with use of panel phoenix nmic/ID-307 there were multiple misidentifications. There were five panels affected. There was no patient impact. The following information was provided by the initial reporter: "customer reports multiple mis-identifications. Hazard, injury or erroneous results details did erroneous results occur? If yes¿detailed erroneous results (include # of errors and type): 5 mis-ids 1. What result did the customer obtain from the bd product? Incorrect organism identification. 2. What result was the customer expecting to obtain (if different from the obtained result) correct organism identification. 3. Was this a qc, validation, or proficiency test? No. 4. Was patient treatment changed as a consequence of the issue with results? No 5. Did the patient suffer any adverse medical consequences as a result of the change in treatment? No."

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 20-jun-2023. H.6. Investigation summary: this complaint is confirmed. This complaint is for misidentification when using phoenix panel nmic/ID-307 (449289) batch number 3038343. The customer provided phoenix generated lab reports, panels and isolates for the investigation. The ten returned isolates were labeled ud-1 through ud-10, then tested using bruker maldi and identified as e. Coli (ud-1 through ud-10), p. Mirabilis (ud-9) and e. Asburiae complex (ud-10). To investigate, one customer returned panel each from complaint batch 3038343 was tested using customer returned isolates e. Coli ud-1 through ud-8 on a phoenix m50 machine and evaluated for identification results. Next, one customer returned panel from complaint batch 3038343 was tested using customer returned isolate p. Mirabilis ud-9 on a phoenix m50 machine and evaluated for identification results. Last, one retention panel and one customer returned panel from complaint batch 3038343 was tested using customer returned isolate e. Asburiae ud-10 on a phoenix m50 machine and evaluated for identification results. For a total of eleven panels tested. The panels inoculated with customer returned isolates e. Coli ud-1 through ud-8 and p. Mirabilis ud-9 returned the correct identification results. The panels inoculated with customer returned isolate e. Cloacae complex ud-10 was identified as e. Asburiae, therefore this complaint is confirmed for misidentification. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed two additional complaints on the complaint batch, related to this defect but unconfirmed. Complaint trending was performed and no trends were identified associated with this defect. H3 other text : see h.10.

Event description:
It was reported that with use of panel phoenix nmic/ID-307 there were multiple misidentifications. There were five panels affected. There was no patient impact. The following information was provided by the initial reporter: "customer reports multiple mis-identifications. Hazard, injury or erroneous results details did erroneous results occur? If yes¿detailed erroneous results (include # of errors and type): 5 mis-ids what result did the customer obtain from the bd product? Incorrect organism identification. What result was the customer expecting to obtain (if different from the obtained result) correct organism identification. Was this a qc, validation, or proficiency test? No. Was patient treatment changed as a consequence of the issue with results? No. Did the patient suffer any adverse medical consequences as a result of the change in treatment? No".

Event description:
It was reported that with use of panel phoenix nmic/ID-307 there were multiple misidentifications. There were five panels affected. There was no patient impact. The following information was provided by the initial reporter: "customer reports multiple mis-identifications. Hazard, injury or erroneous results details did erroneous results occur? If yes¿detailed erroneous results (include # of errors and type): 5 mis-ids. 1. What result did the customer obtain from the bd product? Incorrect organism identification. 2. What result was the customer expecting to obtain? (If different from the obtained result) correct organism identification. 3. Was this a qc, validation, or proficiency test? No. 4. Was patient treatment changed as a consequence of the issue with results? No. 5. Did the patient suffer any adverse medical consequences as a result of the change in treatment? No."

Manufacturer narrative:
E.1. Initial reporter address 1: (B)(4). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated: b5. It was reported while using panel phoenix nmic/ID-307, a patient specimen was incorrectly identified. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.

Event description:
It was reported while using panel phoenix nmic/ID-307, a patient specimen was incorrectly identified. There was no report of patient impact.